Event description:
An olympus representative reported to olympus, on behalf of the customer. The single use distal cover fell off, during a therapeutic procedure to remove gallstones, while using the evis exera iii duodenovideoscope. It was further reported, the caps were removed using biopsy forceps. The procedure was completed in the or, after trochars were placed and before a cholecystectomy was performed by a surgeon. The event did not affect the outcome of the procedure. And the patient was discharged. The facility discarded the cover. Therefore, it will not be returned to olympus for evaluation. It was determined, there were two of the same events at this facility. The related patient identifiers are as follows: (B)(6) for the 1st maj-2315, (lot h22145); (B)(6) for the 1st tjf-q190v, (serial#: (B)(6)); (B)(6) for the 2nd maj-2315, (lot h229120); (B)(6) for the 2nd tjf-q190v, (serial#: unknown).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This report has been submitted, by the importer under this MDR report number 2429304-2023-00394.

Event description:
It was reported that no anti-fog agent or other chemicals were used on the device. The distal cover was pulled to ensure that it did not come off the scope and was firmly in place. It was confirmed that the distal cover was not damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for inspection, the root cause could not be determined. However, per CAPA-200735, the reported incident likely occurred due to the following: the distal cover overlapped the hook on the tip of the scope. Therefore, it is likely that the distal cover did not completely go over the hook on the tip of the scope. As a result, the attachment was insufficient, and the distal cover easily detached from the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 (section 4.1) ¿ detection way. Operation manual: chapter 3 (section 3.5) ¿ preventative measures. This supplemental report includes a correction to b5, e3, g2, and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: h6 (medical device problem code).

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted once any additional information becomes available. Related patient identifiers: (B)(6) (maj-2315-lot h22145); (B)(6) (tjf-q190v); (B)(6) (maj-2315 -lot h229120).

Event description:
The customer reported to olympus the distal cover attached to the duodenovideoscope fell off during a therapeutic gallstone removal. The procedure was completed successfully. There was no patient injury or medical intervention associated with this event.